Event description:
Customer reported to beckman coulter, inc. (Bec) that the container of beckman liquid-stat magnesium reagent & standard cracked and damaged and fluid leaked out. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).